Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath and air aspiration was performed. Bubbles were continuously aspirated and air ingress from the hemostatic valve occurred. The sheath was replaced without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files did not show system notices or issues for the date of event. Upon visual inspection of catheter 2af284/ 50755-54, results showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for six injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the balloon catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.